Event description:
It was reported that the device had a downstream occlusion alarm. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Visual inspection showed a degraded dso seal. A downstream occlusion test was performed at smte23. Passed 20psi. The customer's indicated failure could not be duplicated or confirmed; therefore, the root cause could not be determined. The dso sensor was replaced for preventative maintenance. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A1 and a2 updated to capture patient's details. B5 and h6 health effect - impact code- updated to patient involvement.

Event description:
There was patient involvement, but no patient harm reported.